Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a blockage within the pump supplies as insulin was not seen in the tubing. Reportedly, customer attempted to remove insulin from the cartridge but was unable to. There was no reported adverse impact to the customer's blood glucose level. Reportedly, a new cartridge was loaded to address the issue.